Event description:
It was reported that the patient with this artificial urinary sphincter device experienced recurring urinary incontinence and erosion. The cuff was too tight, and due to a urethral stricture, the cuff was removed and the tubing was plugged to fix at a later date after the urethra heals. No additional patient complications were reported.